Event description:
On 7/26/05 it was noticed during a routine incubator test by the laboratory, that the "media" was not present in the "attest steam pack ampule" as required. Immediately our lab personnel notified personnel in the spd department. Then spd employee notified 3m sales rep who made a written report to 3m company. Rep has recently stated that it was determined that this is an isolated incident that happened at our facility and at one location. Five replacement test packs were sent out by 3m. We currently have four defective amplues on hand for review if needed.